Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography with lithotripsy using a trapezoid rx lithotripter on a female patient, the "tip cap of the basket was lost and the wires of the basket were open". It is unknown whether the physician retrieved the tip or if it was left to pass naturally; however, the device was removed and the procedure was successfully completed with another same device. The patient's condition was reported as "normal"

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determined the relationship between this device and the cause for this event. A device evaluation, device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.